Event description:
Customer's mother reported that on an unspecified date in the "(B)(6), 2015" customer's adc blood glucose meter had missing segments which prevented the customer from knowing his blood glucose status. Caller further reported customer subsequently experienced a seizure, loss of consciousness and a coma, which resulted in the customer falling and sustaining a broken nose. Paramedics were called and transported the customer to a local healthcare facility. Customer was diagnosed with hypoglycemia and was given yogurt with sugar. It is unknown what specific treatment was rendered for the customer's broken nose. Customer was discharged from the hospital 6-7 hours later. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Information documented in section b on the initial MDR was entered in error. Correct information has been added to this follow-up. Required intervention to prevent permanent impairment/damage (devices). Other serious (important medical event).

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date of event entered is the date abbott diabetes care became aware of the event. The serial number of the meter is unknown; therefore the date of manufacture cannot be determined. The device manufacture date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.